Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue during the last fill stage, where the care giver explained that bag was disconnected from the set up. The complaint cannot be confirmed and the assignable cause was not determined. The lot number is unknown; therefore a batch review cannot be performed.

Event description:
This is an international report of a customer who wanted to end the therapy during last fill. The fill volume was 219ml. The home patient (hp) was connected to the homechoice (hc). The care giver (cg) explained that the bag was disconnected from the set up and the hp needed to end therapy. The technical service representative (tsr) assisted the cg to end therapy. The was patient involvement but no patient injury or medical intervention was reported.